Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4).it was reported that post a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction. The 95% stenosed target lesion was in the left anterior descending (lad) artery with a 2.7mm reference vessel diameter and a 20mm lesion length. No attempt was made for direct stenting. The liberte stent with a 2.75mm diameter and a 24mm length was implanted. Residual stenosis was 0%. The procedure was documented as a technical success. On day of the index procedure, the patient experienced an anterior myocardial infarction (mi) that was related to the lesion in the target vessel. ECG changes were not present. Cardiac markers were elevated. The patient was on anticoagulants at the time of the event: clopidogrel and asa. The patient was discharged thirteen days after the index procedure without current anginal complaints or silent ischemia. Discharge medications were asa 100mg/day indefinitely and clopidogrel 75 mg/day for 12 months.